Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. A manufacturing record evaluation was performed for the finished device lot pmbdgcs0, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used subcutaneous. During the procedure, after 1 or 2 tissue passages, needle separated from suture at attachment area. A needle holder was used to grab the needle in the center part. No parts fell into the patient. Another like device was used. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/28/2020. Additional information: d10, h6. Additional h-6 device codes: 1069. Additional h-3 summary: one empty opened folder and one detached needle of product were returned for analysis. During the visual inspection of the sample, the needle was received broken on the swage area; the other section of the needle was not returned for evaluation. A fracture was observed at the suture attachment. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.